Event description:
Nurse installed the battery and was taking the box to the patient when she noticed that the box had gotten extremely hot and could cause a patient burn or a fire. She removed the battery and called biomed. Biomed checked telemetry box and found that as soon as the battery was installed the battery was heating up. Extremely hot! The box was removed from service and philips will be contacted. Second telemetry box this year where battery heats up.